Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that an ¿analyzing interrupted, do not touch the patient¿ and ¿cannot analyze¿ messages were displayed after pads were placed on the patient while the device was in AED mode. The customer was using the device in an attempt to resuscitate a patient in cardiac arrest. The customer reported that emts arrived, continued CPR, and transported the patient to a hospital, where the patient was resuscitated. We are considering this to be a serious injury as the patient required emergency resuscitation.

Event description:
A customer reported that an ¿analyzing interrupted, do not touch the patient¿ and ¿cannot analyze¿ messages were displayed after pads were placed on the patient while the device was in AED mode. The customer was using the device in an attempt to resuscitate a patient in cardiac arrest. We are considering this to be a serious injury as the patient required emergency resuscitation. The customer reported that while using the device in AED mode during a resuscitation attempt, the device ¿timed out¿ twice while in ¿learning patient¿ mode. Emergency medical technicians arrived and transported the patient to a hospital, where the resuscitation was successful. No ECG strips or case events files were provided to philips for evaluation.